Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A third party contact replaced the carrier board to resolve the reported issue.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient injury.